Event description:
A customer reported to baxter corporate product surveillance an interlink catheter extension set in which a leak was observed at the connection of the interlink to the IV tubing of the extension set. According to the report, the facility believes that the set does not feel smooth and the ridges were not as sharp or delineated. The alleged defect occurred during patient use. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.